Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was failed and not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 was not detected on the bus. A field service engineer (fse) investigated multiple failed pockets in a full-height cubie drawer and found rows b and c not detected during hardware testing. All cubies were released, with rows b and c requiring force release, and the row board cable was reseated at the drawer controller header. After rebooting the station, all pockets recovered except b3, which was released during recovery and later replaced by the customer. Functionality was verified through hardware testing, user access validation, and successful medication reload in the new pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was failed and not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.